Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room on (B)(6) 2020 for an unrelated reason. A device interrogation revealed that the right ventricular lead was exhibiting high pacing impedance and noise reversions. Lead was capped and replaced on (B)(6) 2020. Patient condition was stable after the event.